Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional and not submitted for radiology review as the stem/femur fracture is not related to zb product, the stem was confirmed to be competitor product. The root cause of the reported issues is unknown; however, it was identified that zimmer biomet product was used with the competitor's stem, and this is considered off-label use. It is unknown if this off-label use caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: unk competitor stem. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 5 years later due to bone loss and fracture of competitor stem. Attempts have been made, and no further information has been provided.